Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had security vulnerability issues. There was no patient involvement.

Event description:
It was reported that the device had security vulnerability issues. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, medical device model #: additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had security vulnerability issue was due to wsus / patching. Customer proactively installed july's patches to address a cve concern. The patches were installed, and the server was rebooted without incident. The customer has confirmed that no issues were experienced post-installation and reboot. The case was closed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.